Event description:
It was reported by service report that the pins were not engaging and the cot was not staying in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Compression spring; lock pin.